Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported to the fresenius technical service department (ts) on (B)(6) 2026 that after the cycler advanced to drain 2, there was an m31 air detected in cassette and notice: draining slowly messages. They cancelled and after removing the cassette there was fluid discovered inside cassette door. Upon follow-up conducted on (B)(6) 2026 the patient contact stated that during patient pd treatment on (B)(6) 2025 the patient¿s liberty select cycler alarmed with an m31 air detected in cassette warning and draining slowly messages in drain 2. Per the contact they cancelled treatment (tx) and after removing the cassette there was fluid discovered inside the cassette door and the pt was connected during incident. The patient contact confirmed that the film on the back of the cassette was not loose and stated that they did not know what caused the leak. Per patient contact there were no external leaks from the solution bag or any connections prior, during, or after the event. The patient contact also confirmed that there were no known delivery issues or damage to the delivery box the supplies came in. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete treatment on the day of the reported event via continuous ambulatory peritoneal dialysis (capd). Per the contact they had to let the cycler dry out over night as advised by the technical support team. The patient has resumed treatment on the cycler with no further issues since then by using a different box of cassettes.